Event description:
Boston scientific received information that during the implant procedure after connecting this lead to the device high out of range pacing impedances measurements were noted. All other measurements appeared normal through the pacing system analyzer (psa). This lead was not used and a new one was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.